Event description:
It was reported by a customer in (B)(6) that during patient use, the 86112 tracheal tube cuff broke. The physician stated that it possibly happened due to the patient's teeth touched to the tube while intubated. Re-cannulation and replacement of the device was required. There was no reported patient injury.

Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was received for evaluation. Visual inspection observed that the cuff was torn, with a tear measuring 0.366 inches. Inflation and deflation tests were performed where air was applied to the cuff and it was confirmed that the cuff immediately deflated. All endotracheal tube products go through inflation and deflation testing. The operator inspects for no leaks and segregates all defective devices. Tears of this magnitude would have been detected during the inflate/deflate tests and would be removed from the lot at the time of manufacturing. The tear condition found in the received sample is not confirmed as related to the manufacturing process.

Manufacturer narrative:
The device is expected to be returned for an investigation. However, it has not yet been received. (B)(4).